Manufacturer narrative:
The insulin pump had unresponsive act and down buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the buttons on the insulin pump have an intermittent response. The customer also stated that other times the screen menu starts scrolling. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 110 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
With the initial report is incorrect. The correct information has been provided with this report.